Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified. The alleged cartridge change issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to be powered on despite the attempt of multiple usb cables and wall adapters. In addition, the customer received a cartridge change error during the load process. The customer's blood glucose was 72 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.